Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump had a cracked display screen and a replacement device was shipped, with the original unit subsequently returned. Symptoms included no adverse clinical effects and no changes to blood glucose, as the user was still in training and continued cgm use independently. Outcomes included no medical intervention, no hospitalization, and uninterrupted therapy via cgm while awaiting the replacement. Investigation included logistics tracking of the replacement shipment and confirmation of return of the original device to headquarters. Investigation of this device revealed a damaged screen consistent with physical damage to the user interface component, without associated alarms or device malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.